Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2012. MDR ref #: 9615742-2012-00021 (uretex sup). Note: this report corresponds with bard's report 3359508 for a "uretex".